Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic was bent and the other lens haptic was torn off. Surgical residue/ debris on product. Complaints of this nature are being investigated.

Event description:
The surgeon implanted a aq2010v silicone lens. The lens haptic bent during insertion into the eye. The lens was removed. No patient injury. Iol injection cartridge and iol injector model's and serial numbers are unknown.